Event description:
Stroke work up, rv (right ventricular) polarity switch in june. Ra (right atrial) low impedance, rv low impedance. Reference report: mw5120652. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).